Event description:
Acct. Reports "tubing keeps tearing and/or breaking". Acct. States tubing was used in CT scan lab to administer contrast material with high pressure injector. While injecting noted that tubing ballooned. No pt. Injury was reported.